Manufacturer narrative:
The device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the second cds caused damage to the first implanted clip, single leaflet device attachment and death. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. The first clip (cds0602-xtr, 00111u138) was implanted. A second clip delivery system (cds) (cds0602-xtr, 00113u158) was advanced to the mitral valve and during placement of the second clip, the clip came in contact with the first clip which caused a single leaflet device attachment/slda. The physician tried to stabilize the slda with the second clip and when grasping the leaflets, the first clip detached from both leaflets and was in the left pulmonary vein. The second clip was implanted after difficulty grasping the leaflets, reducing mr to 3-4. The rest of leaflet material was poor; therefore, the physician had to end the procedure with an unsatisfactory result. A snare device was used to retrieve the dislodged clip without any damage to the patient. The patient was extubated without symptoms. Later that same day, it was noted that the second clip had detached from the posterior leaflet too and mr increased to 4. The patient died later that same day due to an acute lung edema because of the decompensation. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the information reviewed, the reported device damaged by another device (caused damage) was due to user technique/procedural conditions as this clip interacted with an already implanted clip. The reported difficult leaflet grasping was due to a combination of anatomical challenges and procedural conditions as the leaflet material was noted to be poor, there was posterior leaflet flail and the first clip detached from both leaflets as the leaflet grasping for the second clip was ongoing. The reported single leaflet device attachment (slda) was likely a result of procedural conditions and anatomical challenges (poor leaflet material) as well as it was noted that this clip too detached from the posterior leaflet few hours after the procedure as did the first clip. The reported recurrent mitral regurgitation (mr) was a result of the reported incomplete coaptation and the reported pulmonary edema was a result of procedural conditions as the first clip was dislodged to the pulmonary vein. The reported death was a result of the reported pulmonary edema. The reported patient effects of death, worsening mitral regurgitation and edema are listed in the mitraclip ntr/xtr system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. This event was further reviewed by an abbott medial affairs director. The reviewer concluded that the death was not directly related to the device but was likely related to the procedure.